Event description:
The device was used during a laparoscopic cholecystectomy. The clips were falling out of the jaws of the instrument. A second er320 was introduced and the same events occurred. A third device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: no top shroud preload/modified top shroud. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that instrument a was returned with no preload of the jaw against the top shroud. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fed, and formed the clips within design specification. It was concluded that the jaws of instrument b had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. A modified tip shroud from revised tooling and a lower shroud from a new tool were implemented to maintain jaw preload against the top shroud. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly.